Event description:
Information was received that a smiths medical fluid warmer had alarmed. It is unknown if patient was involved. No further information was provided by surgical staff.

Manufacturer narrative:
One level 1® hotline® blood and fluid warmer was returned for analysis in poor condition. The enclosure under the drain fitting was found to be cracked, fluid ingression, cracked tank and a bent power switch was noted upon visual inspection. The warmer was powered up and functional testing was performed; no audible alarms were observed. Based on the evidence, the root cause is from normal wear and tear as there was a problem with pcb.